Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 3 month post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient presented with a high gradient per echocardiogram and potential hypo-attenuated basal leaflet thickening. Per report, intervention is planned.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records ad engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: health effect - impact code, health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Corrections were made to h6: health effect - impact code, health effect - clinical code, device code(s), type of investigation, investigation findings and investigation conclusions . The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothoriod, diabetes mellitus, etc. The available information suggests that patient factors, including ckd (chronic kidney disease), likely contributed to the event, as noted in the provided medical record. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the provided medical records, the patient presented emergently with "progressive shortness of breath with any activity". Repeat echocardiogram was performed and revealed "the valve has calcification and appears to be early structural valve deterioration". The patient was deemed to be at very high risk for coronary occlusion, possibly bilaterally based on modeling tav-in-tav. The patient was scheduled for valve explant with surgical aortic valve replacement by mechanical valve.